Manufacturer narrative:
Two (2) 6fr angio-seal device was returned for product evaluation. The returned samples included a header bag, two locators, two sheaths, two carrier tubes and two guidewires. The devices were visually inspected and found to have been in used condition and in rear lock position. One sample was found to have been cut and already used. The other sample was found with its anchor visible in the distal tip of the sheath. Functional testing was attempted to be performed by resetting the device to forward lock. However, during attempted resetting the carrier tube was kinked at the base and functional testing could not be continued. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that involved angio-seal device was deployed as usual. When toward the last stage of deployment, the entire device came out of the patient. No suture was visualized. The patient began to bleed, and manual pressure was applied. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not required. Additional information was received 22 sep 2023: procedure being performed was an unspecified embo case using a 5 fr sheath. No difficulties were noted with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angio was performed. It was unknown if testing done to confirm the anchor and collagen wasn't left in the patient's body. Hemostasis was achieved by manual compression after device failure. Patient left the department stable.